Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. It was determined that the root cause of the reported problem was a wide inscribed pin dimension on the ultrasonic sensor, which is known to cause false 'upstream occlusion' alarms. The ultrasonic sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it falsely alarmed 'upstream occlusion'. There was no pt involvement.